Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Notes provided state that patient has been playing double clay court tennis and has a sensation of distortion and a ¿trunk sticking out¿. Patient is also experiencing pain, luxation and instability in varus and flexion. Per x-ray review the tibial fracture is questionable. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient underwent a left total knee revision approximately 5.5 years post implantation due to pain, instability in varus and flexion, luxation of the poly, and on radiographic imaging, questioned possible tibial implant fracture. During the revision, it was noted that the polyethylene was not totally fixed on the tibia plate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Notes provided state that patient has been playing double clay court tennis and has a sensation of distortion and a 'trunk sticking out'. Patient is also experiencing pain, luxation and instability in varus and flexion. Per x-ray review the tibial fracture is questionable. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - brazil . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00898.

Event description:
It was reported a patient had an initial left total knee arthroplasty. Subsequently, the patient began experiencing pain, instability in varus and flexion, luxation of the poly, and on radiographic imaging, possible tibial implant fracture. Attempts have been made and no further information has been provided.